Event description:
It was reported that a pump declared an altitude alarm 21. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer replaced the cartridge to resolve the issue, and the pump resumed normal operation. Additionally, technical support provided tips for preventing altitude alarms, which the customer understood and acknowledged.